Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline experienced deployment failure in the shaft center. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery c2 with a max diameter of 5.5 mm and a 3.5 mm neck diameter. The blood vessel diameter in the landing zone was 3.5 mm distally and 4.65 mm proximally. It was noted the patient's vessel tortuosity was strong. Dual antiplatelet treatment was administered. There were no problematic postoperative findings. The products were used in an infected patient. It was reported that after the sleeve was removed with the m2, the pipeline was advanced to the landing zone and deployment was initiated; the twist at the distal portion of the siphon could not be resolved; the navien's position was changed several times in an attempt to correct the twist, but could not be resolved, and the product in question was suspected of malfunction and subsequently retrieved. The same size was not available, so when it was deployed by replacing it with a similar size, it could be deployed and placed without twisting. The pipeline was not located in the tortuosity of the blood vessel. Pipeline deployment failure occurred at more than 50%. The pipeline resheathing took place 3 or more times. No additional operations were performed such as using another device to deploy the stent. The stent was resheathed and removed along with the patient's body. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Update b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was unknown. Vessel tortuosity was severe. Multiple pipeline devices were not used at the time. The resistance was typical for the usual size. The pipeline device was not implanted at the intended location because the twist could not be resolved, leading to retrieval of the device. There was no device jump or movement of the catheter tip during deployment. The pipeline did not fully open initially, but did open partially during the procedure. There was no allegation of product malfunction or resistance related to the navien catheter.